Manufacturer narrative:
A spacelabs healthcare product support specialist (pss) reviewed the xhibit central station (xcs) error logs and found several errors relating to device storage management, .net errors, and license check failures, however, the logs could not conclusively identify the cause of the problem. While the xcs is currently stable following the previous fse actions, the customer was advised to send the unit to spacelabs healthcare depot repair center for a replacement ssd and reload of the system software as a precaution. Cause of failure could not be conclusively determined. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central began behaving erratically. Two telemetry beds were reported to have the waveforms alternate between two different zones. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs healthcare field service engineer (fse) went on site and verified the reported failure. The fse removed the network cable and discharged both patients, and worked with clinical staff to restore the xhibit central station (xcs) function and desired configuration. The cause of failure was not identified by the field service engineer. Xcs logs were pulled by the fse and are pending log review. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.